Event description:
It was reported that during a left knee acl revision procedure, the surgeon used a footprint anchor and passed two sutures through it; after utilizing a 4 mm footprint drill and malleting the implant into the bone, all four sutures came out of the footprint upon removal of the implant holder while the footprint anchor remained embedded in the patient¿s bone; it was necessary to drill another hole and use a similar s+n backup device, a non-significant surgical delay occurred, and no additional anesthesia time or complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material requirements found that each lot must be accompanied by a material certification. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for further assessment.